Event description:
It was reported that the m300 is discharged by itself on ics (infinity central station) while take it in a bed charger cradle. It is reproducible several times. At 11:21 m300 plugged in the charger; m300 was discharged in the ics. At 11:25 m300 plugged in the charger; m300 was discharged on the ics. At 11:28 m300 is in bed charger > m300 cannot be admitted; take m300 out of the cradle > m300 could admitted on ics. At 11:32 m300 take out from cradle and put back in it; m300 was discharged on the ics. It was also reported that the m300 believes it is in a central charger. On the m300 display, the m300 mac-address is not available, during the m300 is in the charger cradle. There was no pt injury reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.